Event description:
Boston scientific crm received info that one week post implant, this dextrus right ventricular lead was exhibiting elevated threshold measurements with intermittent loss of capture due to suspected lead dislodgement. Impedance and sensing measurements were unchanged. Explant and event dates were not provided.